Manufacturer narrative:
A getinge field service engineer (fse) noticed that the power cord was jammed in the retractor. The fse pulled the power cord all the way out and cleared the jam. Power cord was then retracting as intended. All functional and safety checks to meet factory specifications were performed.

Event description:
It was reported by a getinge sales representative that during an in-service, the cardiosave intra-aortic balloon pump (iabp) power cord is not retracting. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) power cord is not retracting.